Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. Upon review of the system logs, the fse indicated error 23 was pointing to the video processing daughter (vpd) 3 board on the system video processor (svp). The fse is working with the customer to perform the service repair for the system. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Further technical review is not required because there is sufficient evidence reported to suggest that a reportable malfunction has occurred. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted bladder and prostate removal surgical procedure, error 23 occurred. The nurse contacted the field service engineer (fse) for troubleshooting assistance. The system was restarted several times, but the fault persisted. The surgeon removed all the instruments, and the operation was converted to laparoscopic surgery. There was no report of patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by less than 15 minutes. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6 and h10. A field service engineer (fse) was dispatched to the customer site on(B)(6)2020 to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The system video processor (svp) board was replaced. No further errors were noted. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the svp for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Patient demographic information was requested from the customer, but the site was unwilling to provide the information due to the hospital¿s privacy policy. No information was available pertaining to relevant tests/laboratory data specific to the incident. Based on the information provided at this time, this complaint remains a reportable event due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 4310 - intuitive surgical, inc. (Isi) received the system video processor (svp) board involved with this complaint and completed the device evaluation. The reported complaint was not reproduced during failure analysis. The unit was installed into the test system. A video test and 10 power cycles were performed, and the unit sat idle for 1 hour. No errors were noted, and the video was good for both eyes. The unit was installed in the printed circuit assembly (pca) test system in normal mode overnight with no issues. Based on the information provided at this time, this complaint remains a reportable event due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.